Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. At the time of the call to dexcom technical support, patient did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (part#str-gl-blu/lot#5139382), that was being used with the sensor during the reported event of inaccurate blood glucose levels was returned. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event.